Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-35136. It was reported the patient presented for implant procedure. While the leadless pacemaker (lp) was being positioned with the delivery catheter, blood pressure decreased and the patient went into cardiac arrest consistent with a perforation resulting in effusion and tamponade. A drainage and heart massage were performed and medication was administered. The patient's pulse returned. A thoracotomy was performed to stop the bleeding. The implant attempt was abandoned. The patient was unstable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.